Event description:
A report was received that the pt's precision system was explanted due to pocket site pain. The pt was reportedly doing well following the procedure.

Manufacturer narrative:
A review of the manufacturing documentation of the devices involved found that no anomalies, or deviations potentially related to the reported event occurred during manufacturing. This is the final report.